Event description:
I had the essure done after my 2nd daughter who was conceived while on the mirena iud. I had a troubled pregnancy and had her 6 weeks early and was told I probably wouldn't survive another pregnancy. So to cure the problem, I went with the essure. This was almost 3 years ago. Shortly after the essure problem occurred such as bacterial infections, yeast infections, severe cramps daily, heavy and painful menstrual cycles. I was in and out of the doctor at least 3-4x a month. Over time it progressed to numbness in my vaginal area, hot flashes, lack of sex drive and the ability to get "wet" pretty much a complete hormonal shift. I am 23 years old. Not good. I've been through lots of tests and possibilities of what all the problems could be before blaming the essure. All fingers are pointing at the implant now after 3 years of the guessing game and searching for the problem. It has ruined my life for sure.